Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic employee called and stated that the customer had reported to them that their insulin pump was not working and they tried unsuccessfully to get it replaced. The customer¿s blood glucose level was unknown at the time of the incident. The customer's place of work was called but we were unable to talk to the customer as they were not at work. Troubleshooting was not completed. No further information was available. The insulin pump will not be returned for analysis.